Manufacturer narrative:
G2: country of origin - japan h3: product analysis #(B)(4):part # 46261255, lot # tm0134886 visual inspection did not reveal any damage to the spacer. Functional inspection with a sample inserter confirmed the spacer was able to attach securely to the instrument. The implant functions as intended. No fault found. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient undergoing oblique lateral interbody fusion at levels l3/4, 4/5 for spinal canal stenosis. It was reported that cage was placed anteriorly during the l4/5 olif. At that time, there was a cage in front of the body from the anterior surface of the vertebral body. When re-insertion was attempted, loosening was confirmed. It was replaced with 14 mm, however, slight looseness was a concern. It was determined that there were no problems if compression was applied in the back because the bone spur was strong, and the anteralign plate/screw could not be used. There was a delay of less than 60 minutes in the overall procedure time. There were no patient symptoms or complications as a result of this event. No further complications were reported/anticipated.